Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor stimulation. The patient experienced a loss or change in therapy. The patient stated that their stimulator stopped working on (B)(6) 2017. The patient stated that they would feel their toes curl up when they would turn stimulation on since about a year and a half post implant. The patient stated that they stopped feeling that sensation on (B)(6). The patient does not feel stimulation. The patient also stated that they do not know where the programmer is to try to connect. The patient stated that the had not had contact with their healthcare provider (hcp) since the device was implanted. Patient services is sending a list of physicians for them to contact. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that it was barely stimulating, but they thought that it had stopped. Two days later they felt it working. No steps were taken to resolve the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.